Event description:
Info received indicates the head of the bed cannot be raised or lowered.

Manufacturer narrative:
The technician isolated the issue to a bent CPR dampener. The technician replaced the CPR dampener to repair the bed.